Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, pump error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Event description:
The customer reported via phone call that his insulin pump received motor error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that he got motor error after rewind and prime three months ago. The customer was assisted in troubleshooting and he was able to clear the alarm and able to complete the rewind of the insulin pump. He also stated that he received a failed battery alarm after inserting new battery into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.